Event description:
It was reported the patient is experiencing pain at the ipg site regardless if the stimulation is turned on or off. The pain is described as radiating down to the groin and reports a weight loss of 40 lbs. The patient declines programming or diagnostics to be performed. In addition, the programmer is unable to locate the ipg. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Corrections/removal reporting number: 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention to explant his ipg (B)(6) 2015. In addition the patient is experiencing pain at the ipg site.